Event description:
An optometrist reported that a patient, who was residing out of state, contacted him by phone after experiencing burning & irritation after using clear care in the incorrect case. The optometrist explained the lens care system, prescribed tobradex drops for chemical burn & instructed patient to seek follow up care locally if no improvement. Three or four days later, the patient presented to a local ophthalmologist for treatment. The ophthalmologist stated he saw the patient for treatment 10 days after the misuse occurred. He discontinued tobradex & stated he did not diagnose infiltrates and did not see the usual punctate keratitis that is associated with chemical burn. At a visit one week later, acanthamoeba was diagnosed. The patient had not followed instructions to discontinue tobradex, but instead doubled the dose. The ophthalmologist stated he does not think that the clear care created the infection. A culture of the patient's eye resulted in negative results, but stated results may not be accurate because of the way the infection was responding to treatment. Current va reported as 20/40 with expected permanent reduction. Prior acuity is unknown. Current medication is broline, an antifungal & neosporin every 2 hrs. Tx. Planned for 3-6 addl. Mos.